Event description:
I was seen by dr 07/05/05, was the initial visit. I went a couple more times. My eye was blurry and painful. It was sensitive to light and touch. It was red and irritated. Her diagnosis was keratitis. She prescribed vigamox .5% eyedrops. She said that if the medicine did not solve the problem that I could go blind and/or have surgery. The medicine did take care of the problem. I wear disposable contacts and at the time was using bausch and lomb's renu with moistureloc solution. She told me not to wear contacts anymore.